Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device did not function properly. Various parts were replaced. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported a complaint on trauma recon system with equipment. In several occasions, the drill/saw does not work satisfactorily. Despite a fully-loaded battery, it is slow and tired from the start and it gets overheated. Metal pins down in the battery casing have also shifted many times, so the battery didn¿t go down. This is report 1 of 1 for complaint (B)(4).